Manufacturer narrative:
H11. Additional narrative. Updated b5 and h6.

Event description:
It was reported that a model 7300tfx 29mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 4 years due to unknown reasons. A 9755rsl 29mm transcatheter valve was implanted with no complications.

Event description:
It was reported that a model 7300tfx 29mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 4 years due to unknown reasons. A 9755rsl 29mm transcatheter valve was implanted with no complications.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. Based on the available information, the root cause of the event cannot be conclusively determined.